Event description:
Additional information: the patient was thinking his headaches were due to the pump. The event did not require hospitalization, the patient outcome was reported as no injury.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2012, the patient presented to the hospital with blurry vision and double vision following a recent increase in prialt infusion. The physician reduced the dose to 0.6mcg/day from 1.5mcg/day. The prialt concentration was 12.5mcg/ml. It was reported on (B)(6) that the patient was trialed with prialt with "one shot" (not multiple and not continuous) and it "felt good". The patient was then implanted with the pump containing prialt and it "hurt so bad he couldn't stand it". The physician then doubled the dose of prialt and the patient still had no relief and spent 2-3 days "screaming in pain". The patient was being tested for porphyria cutanea tarda, a blood disease. The patient believed he had a "flare up" of the disease and was made worse by prialt and was once before triggered by fentanly. The symptoms included severe blisters and burns on the skin when exposed to sunlight. The physician changed the medication to dilaudid which resulted in the same effect without blisters (no sunlight exposure). The patient stated, he was in extreme pain and had loss of vision. The patient indicated that the pump was on the lowest dose of "0.01". The patient indicated, he was hearing an alarm which he believed to be a critical alarm every 8 hours or when he would lay on the left side in bed. Telemetry did not confirm the alarm; however, a critical alarm was heard after an audible alarm test. The patient experienced symptoms of blindness, altered mental status, sight changes and hallucinations. The patient also experienced pain in his back and cervical spine. The patient stated that his hand were like "crab claws", he was hearing noises "like locust in his ears", his right foot was "pulling down" and he was hearing an alarm "like (B)(4) cars". The patient believed he was allergic or reacting to the dilaudid "just like the prialt". It was noted that the patient had "memory issues". It was unclear what medication was in the pump at the time although morhpine and hydromorphone were mentioned. Dosing was being changed for the best effect. It was reported 4 days later, the patient was in a lot of pain. The patient stated that he was "going blind" and thought it may have been due to a bolus dose and that he should not be using the personal therapy manager (ptm) with prialt. The patient stated that he was in pain for 7 years and the medication he has been taking for those 7 years has "hurt his stomach". The patient mentioned that his oral medications also attributed to his side effects and that there was a wave of side effects every 2 hours. The patient stated that the pump had been turned down to "0.05". The patient stated that the pain was unbearable and "it's killing me". The patient stated that he had a stomach ulcer and "black stuff was coming out" and he was rushed to the hospital. The patient stated that "at some point" he had pneumonia which put him in a coma. It was reported a week later that the patient believed he was given preservative free dilaudid. The patient had difficulties scheduling appointments due to being out of the country. The patient stated, the side effects are extreme pain about 10 times worse than before the implant in both his stomach and extremities. The patient reported vision loss and "screaming in his ears" and every 4 hours the pain was worse. The patient had diabetes and ulcers. The doctor tried opana and the patient was also taking valium for the past 7 years and temazepam. His ability to eat was "limited". The patient stated that he had stress and was on severe antidepressants. Six days later, the patient reported that "the major issue" was "the infuse protein surgical cage". The patient stated that it was used posterior at multi levels in 2006, it was swollen, and he had a temperature when he was released from the hospital. The patient stated that was the "good part of the first six years" and his "life was flushed down after". The patient stated that "all three implants were a disaster probably because of the infuse protein cage" and that it was hard for him to "pinpoint" which implant was the system. The patient thought his spinal cord "tore" again two days prior to the report and the pain was "beyond description" and he had lost his eye sight. The patient stated that no one knows about the "infuse protein cage". The patient stated that since 2009 his stomach had "dissolved". The patient stated he was "hospitalized for bleeding lesions on top of other bleeding healed lesions and there was none of his esophagus" and that he was "so sick they couldn't put him under anesthesia". The patient continued to hear "beeping" but took the batteries of the ptm and the "beeping" stopped. The patient wanted the pump stopped because every time it pulses or pumps "it is like getting run over, his hands go numb, his eyesight fades, and there's a screaming in his ears". The patient was to see his physician the morning of the report. Additional information has been requested but was not available at the time of this report.

Event description:
The patient reported headaches that get worse when the patient lay down. The intermittent severe headaches had been occurring since implant along with tinnitus, and vision imparities. Patient stated he had pain around the pump site area and in his back. Patient stated caffeine helps with the symptoms. Patient stated he can hardly stand at all. They have tried different drugs in the pump but patient still had these same symptoms. The pump was programmed as low as it could go. Patient believed he had a spinal fluid leak. Patient stated he had contacted his physician and was contemplating scheduling an explant of the device.

Manufacturer narrative:
Product ID, 8835 lot#, serial# (B)(4), implanted: explanted: product type programmer, patient product ID, 8 709sc lot#, serial# (B)(4), implanted: 2012 (B)(6), explanted: product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the device was explanted.

Manufacturer narrative:
(B)(4).